Event description:
The technician alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail end tube was disconnected from the upper side rail and the side rail latch ratchet rivets were broken off. The technician replaced the side rail latch ratchet rivets and reconnected the side rail end tube to resolve the issue.